Event description:
Patient came home from hospital with bd posiflow adapter at the end of his PICC line. The blue cap had fallen off the end and the luer lock was still attached to the PICC line. It apparently was not glued or sealed tight, and it left exposed a white male adapter that is apparently inside the posiflow adapter. This resulted in blood leaking back out the end of the line. Nurse had to pull the PICC line. Dates of use: (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: poor IV access.